Event description:
Information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient stated, they had the implant in for 6 months and it never worked. Patient stated, they are tired of it and it is being removed in 10 days. Patient stated, it destroyed his life and his back.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported when it was in, they could do any activity, and reported conflicting information that they could not move. Patient called back stating that their doctor removed the device that never worked, and tried to send back to the manufacturer for analysis and they rejected it. Caller was escalated. Agent reviewed with caller internal component disposal information (mdt always recommends send back for analysis and proper disposal). Agent reviewed healthcare provider (hcp) can call and request a return mailer kit. Caller stated they will call their doctor. Caller confirmed hcp. Agent called registration to update caller stated the system was removed. Weight was reported. On 2024-aug-22 patient called back and repeated previously documented information. Patient stated two reps were present at explant and they said the explanted device was "no good" and threw it away and, therefore, it cannot be returned. Patient stated they wanted the ins returned because they wanted to know if it was "good bad or what." Patient stated the device ruined their back and have been walking around in pain and living on oxycodone for something that did not work. After they called patient services and asked for help. Patient stated they had finally talked their hcp into removing their ins and "it feels better now." Agent offered to reach out to area reps in regards to working with hcp, but patient declined.